Event description:
Intermittent and inadequate stimulation by the implanted spinal cord stimulator. Multiple attempts to reprogram the system did not result in any improvement. The pt had to have a second surgery which revealed loss of isolation and shredding of the leads.